Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen on this unit is not working and there are liquid spots on the display. There was no patient involvement at the time of this incident.